Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, no anomalies were found, no correction was required. Device was tested and it passed functional testing and also passed a bench systems test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had a possible telemetry issue. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.